Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the venting connector leaked while the user was handling the device, which led to an abnormality in electrical parts, and resulted in a loss of image. The event can be detected by following the instructions for use (IFU) which state: "- inspection of the endoscopic image" the event can be prevented by following the instructions for use (IFU) which state: "- perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found: a) ethylene oxide valve (connector) was defective, b) bending section cover or distal sheath rubber glue had a crack, c) no image*(black), after aeration image is back, d) insertion tube dent failed ring gouge, e) light guide tube peeling, cut on boot, and f) scope connector cut on boot. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported the evis exera iii bronchovideoscope was leaking from the venting port. The issue was found during reprocessing. There were no reports of patient harm. The subject device was subsequently evaluated by olympus. The evaluation found that there was no image. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.